Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd utilizing the liberty select cycler at home. It was explained that the patient admitted to not wearing a mask or performing appropriate hand hygiene during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg to address the infection while hospitalized. The patient¿s cefepime was discontinued upon culture results. The patient was able to undergo continuous ambulatory pd (capd) therapy utilizing hospital provided manual solutions as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.